Event description:
It was reported that the video system center had image blackout for about 10 seconds and restarts. The event occurred during upper and lower diagnostic procedure. The intended procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.